Event description:
It was reported that the atrial lead exhibited an insulation anomaly. The lead was capped and replaced.

Event description:
New information received, the lead impedances were out of range. There were no complications post procedure and the patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.